Event description:
It was reported that during a case, the white ceramic tip of the product broke off in the pt. It was further reported that the doctor was able to retrieve the piece and there were no adverse effects to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.